Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device failed during annual preventive maintenance. The IV pole clamp spun freely. The device had mechanical rise and lower as they pushed the button to raise which would not work. It also failed the cold start test which supposed to reach a specific temp but did not make it up to that during the specific timeframe. The float switch was stuck at the bottom and stayed depressed. The pump circulating the fluid once and awhile was sounded like air was getting in the pump and then would stop circulating.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.